Event description:
Customer called to report the insulin pump had a blank display screen. Blood glucose reading was 270 mg/dl. Troubleshooting was performed. A new battery was inserted and the display screen did not turn back on. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. No audio beep anomaly during testing noted. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.